Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(4) private limited (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 occurred when the device was used with an olympus 190 series endoscope. The device worked properly when used with the olympus 150 series endoscopes. There was no report of patient injury associated with the event.